Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error. Customer stated that they went in to water. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with blank display. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, sleep current measurement, active current measurement, and self test due to blank display. Unable to review pump memory due to blank display. Unable to download pump history and traces using thus due to blank display. Test p-cap locks properly into reservoir compartment, however, damage to the retainer ring was noted during visual inspection. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were noted during visual inspection: scratched case, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, stained keypad overlay, corroded battery tube, and partially detached retainer. Unable to verify customer's complaint for critical pump error (open book image) due to blank display. Exposure to moisture was confirmed. Moisture damage was found on pcba 1, pcba 2, keypad flex connector, motor, and force sensor. Blank display was confirmed due to moisture damage on the lcd flex connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error. Customer stated that they went in to water. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.